Event description:
It was reported that an error code occurred at the first attempt to use the programmer, for a patient's device interrogation, after a software update. Another programmer was used to do the interrogation and programming. There were no patient complications.

Event description:
It was reported that an error code occurred at the first attempt to use the programmer for a patient's device interrogation, after a software update. Another programmer was used to do the interrogation and programming. There were no patient complications. The programmer rf (radiofrequency) head was returned with the programmer and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: evaluation summary: (B)(4) analysis found that the programmer powers up, however, multiple errors were found in the error log. (B)(4) - analysis found that the programmer radiofrequency (rf) head cable was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up, however multiple errors were found in the error log. (B)(4): analysis found that the radiofrequency (rf) head cable was damaged.